Event description:
It was reported that the artificial urinary sphincter (aus) cuff and balloon were explanted because the original cuff eroded and the original pressure regulating balloon was compromised. A new 6.0cm cuff and 61-70 cm h2o balloon were implanted. It was further reported that the aus cuff was explanted in (B)(6) 2018 due to partial erosion. On (B)(6) 2019 the patient was having a new aus cuff implanted. At that time it was noted that the surgeon erred and allowed body fluids to enter the tubing into the balloon. The surgeon decided to remove the balloon and implant a new one at that time. The patient was stable following surgery and the device was working well.

Event description:
It was reported that the artificial urinary sphincter (aus) cuff and balloon were explanted because the original cuff eroded and the original pressure regulating balloon was compromised. A new 6.0cm cuff and 61-70 cm h2o balloon were implanted. It was further reported that the aus cuff was explanted in (B)(6) 2018 due to partial erosion. On (B)(6) 2019 the patient was having a new aus cuff implanted. At that time it was noted that the surgeon erred and allowed body fluids to enter the tubing into the balloon. The surgeon decided to remove the balloon and implant a new one at that time. The patient was stable following surgery and the device was working well.

Manufacturer narrative:
Estimated date was entered as exact date of event was not provided.